Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014, postpartum depression, urinary incontinence, coughing, sneezing, vaginal inflammation, splint application, rectocele, pap smear abnormal, pelvic operation, amenorrhea, soft stools, pelvic prolapse, amenorrhea, uterine cervical desquamation, transvaginal tape procedure and human papilloma virus infection. Neg evaluation for sui(stressurinary incontinence). Concurrent conditions included chronic back pain, uterine prolapse, uterine enlargement and headache. Concomitant products included clarithromycin (macrobid) for urinary tract disorder prophylaxis as well as diazepam (valium), estradiol, gabapentin, gabapentin (neurontin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ketorolac, medroxyprogesterone (medrossiprogesterone), medroxyprogesterone acetate (depo-provera), meloxicam, pethidine (meperidine), pethidine hydrochloride (demerol), promethazine, sertraline and tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe:brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vagina)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection : urinary tract"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, mood swings, feeling abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, acne, migraine, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the essure devices were then placed according to the manufacturer¿s recommended technique with the number of coils visualized at deployment as noted above. Bilateral tubal ostia visualized 3 coils seen at deployment on the right 5 coils seen at deployment on the left. The left tubal occlusion is not confirmed. Looks like coils are in correct position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). The left tubal occlusion is not confirmed. Looks like coils are in correct position.. Ultrasound scan - on (B)(6) 2014: the uterus measures 7.4 x 3.7 x 4.4 cm and is anteverted. Hyperechoic foci seen at the bilateral uterine cornua likely essure devices. Uterus is unremarkable in appearance. Endometrial stripe measures 5.9 mm in total thickness. The right ovary measures 2.9 x 1.6 x 1.8 cm and demonstrates flow. The left ovary measures 2.6 x 1.8 x 2.1 cm and demonstrates flow. No free fluid is seen within the pelvis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and mr received: category of case changed to incident. Event injury is replaced with new event mood swings, brain fog, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, infection (other) describe: yeast, depression, anxiety, acne, migraines / headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain and hair loss were updated. Patient demographic, concomitant drug, medical history and lab data were added. New reporter added. Reporter causality comments were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.